Event description:
It was reported that the customer needed assistance in changing the basal rate. Customer's blood glucose was 590 mg/dl. Customer treated with a 25 units of bolus. Customer stated that the cause of high blood glucose was due to patient has been on prednisone. The customer was advised about 2 high blood glucose rules and to monitor the insulin pump and blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.